Manufacturer narrative:
Initial reporter occupation = non-healthcare professional - unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, while attempting to use a cook bakri postpartum balloon with rapid instillation components, the balloon burst. The patient was being treated for post partum hemorrhage (pph) and a bakri was placed transvaginally immediately following an acute caesarian section on a patient with failed induction. Forceps were used in handling the device. The nature of the hemorrhage was atony. The balloon was filled with nacl/saline, inflated to 400ml, and the installation components were disconnected. The physician then noted clear liquid leaking from the uterus. They identified the cause as the bakri balloon leakage. 800ml of blood was lost prior to device placement, and a blood collection bag was used to determined blood loss volume. They attempted to fill the balloon again, but it continued to leak. Therefore, the balloon was removed and a rupture of the distal balloon end was noted. Hemostasis was achieved through uterine compression and pharmaceuticals. No blood transfusion was administered. Patient received oxytocin and prostinfenem IV intramuscularly, misoprostol rectally, and cyklopron intravenously. The patient did not experience dic. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, while attempting to use a cook bakri postpartum balloon with rapid instillation components, the balloon burst. The patient was being treated for post partum hemorrhage (pph) and a bakri was placed transvaginally immediately following an acute caesarian section on a patient with failed induction. Forceps were used in handling the device. The nature of the hemorrhage was atony. The balloon was filled with nacl/saline, inflated to 400ml, and the installation components were disconnected. The physician then noted clear liquid leaking from the uterus. They identified the cause as the bakri balloon leakage. 800ml of blood was lost prior to device placement, and a blood collection bag was used to determined blood loss volume. They attempted to fill the balloon again, but it continued to leak. Therefore, the balloon was removed and a rupture of the distal balloon end was noted. Hemostasis was achieved through uterine compression and pharmaceuticals. No blood transfusion was administered. Patient received oxytocin and prostinfenem IV intramuscularly, misoprostol rectally, and cyklopron intravenously. The patient did not experience dic. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. The device was not returned to cook for investigation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded that the most probable cause of the reported event could not be determined from the available information. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.